Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that system live images were too dark and this resulted in the loss of a live image. There are no reports of pt injury or death associated with this event.